Event description:
It was reported that a customer experienced an alarm 2 followed by an alarm 26 related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery without requiring further assistance.